Manufacturer narrative:
The field service engineer (fse) found the white blood cell (wbc) mixing bubble check valve was partially plugged and the blood detectors needed an adjustment. The fse replaced the check valve and adjusted the blood detector to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported upon rerun of a patient sample to confirm a high monocyte result and r flag for differential results, a low white blood cell (wbc) result was generated on the coulter lh 500 hematology analyzer. The low wbc result was not reported out of the laboratory. A second rerun on the same instrument yielded a wbc result similar to the result from the initial run. Differential results recovered from all runs correlated and were considered correct. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.